Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient was to be implanted with an implantable neurostimulator, but they developed a 39 degrees c fever. The patient had an inflammatory reaction and cellulitis was observed along the tunneling region of the percutaneous extension via CT scan. There were clear signs of infection and the patient also complained of pain in the sacral bone region. This was observed on (B)(6) 2015. Although effects were obtained, after discussing with the patient, the treatment of the infection was prioritized. The lead was to be removed as a result. The target disease was fecal incontinence. No further information was reported. A follow up report will be sent if additional information is received.